Manufacturer narrative:
The device is expected to return for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 31mm epic mitral valve was chosen for implantation. There was poor leaflet coaptation after implantation, leaflet had trouble closing all of the way. The device was explanted and replaced with a 27mm epic mitral valve. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The returned device analysis did not confirm the reported incomplete coaptation. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 2.6% and effective orifice area of 2.19, which met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.